Manufacturer narrative:
Other text: b3: date of event, d4: UDI section, and g5: 510k are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not cycle. Needs repair and preventive maintenance. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted normal wear and tear. No major physical damage to report. Functional testing found the device was due for preventative maintenance (pm) and did not cycle. The complaint was confirmed. Root cause was attributed to a faulty timing valve assembly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced faulty timing valve, faulty relief alarm valve, leaking demand valve, torn gaiter and bent lever extension. Tightened loose regulator. Performed pm, recalibrated unit, cleaned and affixed new service label., corrected data: d3, g1, and g2 email is: (B)(6).